Manufacturer narrative:
The explanted lead was not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead presented to the emergency department due to chest pain. An x-ray showed a microperforation of the rv. An echocardiogram showed no pericardial leak. Therefore, the rv lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
The report originally stated a microperforation was observed. However, this was an error in translation, and the observation was of a myocardial perforation.